Manufacturer narrative:
(B)(4).

Event description:
Information was received from the consumer regarding a patient receiving intrathecal morphine. The dose, concentration, and lot number were unknown. The indications for use were pancreatitis and non-malignant pain. The patient wanted to stop using the pump and try oral medication. The pump was alarming once per hour. The pump had been dry and alarming for two years. They tried to put saline in the pump in (B)(6) 2015, but the pump would not dispense the medication. The drug went in the pump, but the pump would not dispense the medication. There were no reported symptoms. The patient took oral morphine. The patient wanted a new pump implanted. Actions/interventions taken to resolve the issues, the cause of the pump not dispensing the medication, and the outcome were unknown. Follow up was conducted. If additional information becomes available, the event will be updated.